Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional as part of a clinical study, regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the implantable pulse generator (ipg) site was tender to palpation upon examination on (B)(6) 2017. On (B)(6) 2017, the patient reported pain at the ipg site. On (B)(6) 2017, the patient reported that she still felt quite a bit of discomfort around the ipg site itself. Medications were administered on (B)(6) 2017; the patient was administered topical lidocaine that she could utilize on an as needed basis over her painful areas. The event was ongoing. Additional information was received from healthcare professional of a clinical study reporting that patient reported they still have tenderness around implant site on (B)(6) 2018. Patient lost weight and components were still tender. Lidocaine patch was ordered and there was an appointment on (B)(6) 2018. Ipg pocket and anchor site repositioned/revision was performed on (B)(6) 2018 and issue was resolved without sequelae. The etiology was unlikely related to the device or therapy, but possibly related to the implant procedure, notably the neurostimulator pocket. No further complications were reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.